Event description:
Reporter stated that the surgeon inserted a three-piece silicone lens model aq2003v in the pt's eye and noted that the lens was torn. The incision was enlarged to remove the lens, and a suture was placed.